Event description:
It was reported that during a shoulder arthroscopy and performing a biceps tenodesis, the appropriate sutures were passed through the biceps and we were going to fix it with an omega anchor. The suture was threaded through the peek tip of the omega, the anchor was impacted, and when the handle was removed and traction was applied to the sutures to allow the peek tip to horizontalize, the peek came out and was found to be broken.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.